Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. A 3.0x20mm taxus liberte stent delivery system (sds) was advanced but it could not cross the lesion due to the severe calcification. The physician removed the device and noticed that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No pt complications occurred and the pt's current conditions is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).